Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patients history of driveline infection (wound vac placement) documented in MFR 2916596-2023-00682. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection and had their wound vacuum assisted closure (vac) removed and within 36 hours they noticed purulent drainage. The patient was admitted and received additional antibiotics. Additional cultures were also taken.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number and primary unique device identification (UDI) number): correction. Section d6b: correction. Section h6 (health effect - impact code): correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. No device-related issues were identified during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 10¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the patient¿s complaint history revealed no prior relevant events. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed low flow events consistent with the patient¿s transplant surgery. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an abrupt onset of increased driveline drainage on (B)(6) 2023. Cultures were positive for methycillin-resistant staphylococcus aureus and the patient had a second debridement for driveline infection on (B)(6) 2023. The wound vac was attached and the patient was listed as status 2e due to driveline infection. The patient received a heart transplant on (B)(6) 2023. Antibiotics and wound vac were continued until day of transplant.

Manufacturer narrative:
No further information was provided.